Event description:
Olympus (osh) was informed via service request that the customer visera pro video system center has ¿poor contact¿. The reported issue was identified during inspection before use. The scheduled diagnostic hysteroscopy was completed using another similar device. There was no delay, death, injury or harm reported.

Manufacturer narrative:
The device was returned to the olympus repair department. The evaluation could not confirm/duplicate the customer¿s reported issue. However, the inspection found lines on the image due to failures of the video cable connectors. The concerned device has not been repaired in the last year. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed image noise most likely due to a connector failure. The specific root cause of the connector failure could not be determined at this time. Olympus will continue to monitor field performance for this device.